Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"I've tried for the last 2 weeks to deal with the aligner number 13. It has been cutting my mouth up. The rest of them seem to fit fine this one is cut way different. I had to take it out today sunday august 4. Both sides of my cheeks are sore and hurtin".